Event description:
A site representative reported that after registration and draping, while navigating with the disposable axiem stylet, the cross-hairs on the navigation screen would jump to a different anatomical point than was actually being touched on the pt. The site representative was confident that the non-invasive reference frame did not move during draping as it was double taped. The surgeon opted to discontinue use of the navigation system rather than try another disposable stylet. The issue was reported after the surgery was completed; there was no impact to the pt outcome.

Manufacturer narrative:
Since the axiem stylet was disposed of due to biohazard regulations, the specific stylet involved in the incident cannot be evaluated.